Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial dry with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(6).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -10.0/+1.5/003 into the patient's right eye (od) on (B)(6) 2023. A low vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and it was implanted vertically. This resolved the problem. The reporter did not give a cause for this event.